Manufacturer narrative:
The insulin pump was being monitored and alarmed pump error 25 several times. Detailed trace analysis confirmed pump error 25 was triggered when backup battery loaded voltage was less than 3.5v for four consecutive hours. After disconnecting and reconnecting the internal battery connector on the printed circuit board, the insulin pump was monitored and functioned properly. No unexpected replace battery now alarms noted. The insulin pump was received with cracked case on the back at the battery tube area, minor scratched lcd window and case. The insulin pump was missing the display window cover.

Manufacturer narrative:
The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported via phone call that the insulin pump alarmed replace battery multiple times. It was noted that the insulin pump did not alarm low battery warning prior to the replace battery. Customer's blood glucose reading was noted to be 8.4 mmol/l. Insulin pump is being returned for analysis.